Event description:
It was reported that the customer experienced an alarm 2 followed by an alarm 26 due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies as necessary and resumed insulin therapy after disconnecting the tubing, tightening the t:lock, and delivering a 5-unit bolus as instructed by technical support. The blockage was identified at the site, which was confirmed by a bent cannula, and the customer was educated on proper insertion techniques.